Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk revision fixed pe semi-constrained tibial insert size 4, 10 mm: code 02.07.0410scf / lot 082510 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Thirteen items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the event is highly likely not device related.